Event description:
Caller reported damage to pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no reported impact on the customer¿s blood glucose level as they declined to provide specific information. The customer reverted to an alternate method of insulin therapy.